Event description:
Event description cpi received info that this pt had experienced two defibrillator shocks during sinus rhythm. The transvenous defibrillation lead was found to be fractured. This lead and the device were both explanted and successfully replaced with a new cpi system.